Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for clotting. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Medical device expiration date: unknown device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes has been clotting. The following information was provided by the initial reporter. The customer stated: "high level of fibrin detected by the instrument sample available (B)(6)2022/pw - updating code to clotting based on sample type "

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for clotting. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes has been clotting. The following information was provided by the initial reporter. The customer stated: "high level of fibrin detected by the instrument sample available 15dec2022/pw - updating code to clotting based on sample type ".